Manufacturer narrative:
Evaluation method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation results: requested additional info to determine if malfunction occurred. Eval conclusions: product is within performance claims. The cause of the oxacillin susceptable results is unknown.

Event description:
Customer reported s. Aureus isolates oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the synergies plus pos panel and oxacillin-resistent results on secondary methods that were also performed for the clinical isolate. The results were not reported to the physician. No reports of adverse health consequences associated with the discrepant result being obtained. The cause of the oxacillin susceptible results is unknown.